Manufacturer narrative:
The main component of the system and other applicable components are : product ID :748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient is having new extensions and implantable neurostimulator (ins) implanted, and that both of the previous extensions and ins were removed due to infection. The explant date was approximately six weeks prior to date notified. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.